Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recq0681 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq0681) have been reported from the same facility.

Event description:
It was reported that the "sherlock wire" was bent when removed after placement of the PICC. 10/2/18-additional information stated: "PICC inserted without complication or difficulty (B)(6) 2018. Upon pulling wire from PICC, noted significant bend/near snap of wire at distal end, approximately 4cm from tip".